Event description:
It was reported that the patient wanted to let us know her ins (stimulator) has been taken out. The patient reports a loss of therapeutic effect. The ins was taken out on (B)(6) 2014. The reason she had the device taken out was for the first three years it was great and then it stopped working, it ceased to function properly and wasn¿t compatible with my situation, and the incontinence came back. It was great for three years, it was fantastic but then it stopped giving the patient relief after three years. They tried to change the unit and the battery and wouldn¿t work for me anymore. Additional information was requested from healthcare provider. Will send follow up if additional information was received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-33, lot# v220528, implanted: (B)(6) 2009, product type: lead. (B)(4).